Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent unrelated surgery after which the ipg was unable to communicate. The manufacturer representative attempted troubleshooting but the ipg read error message. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Corrected data: service app correction number and correction verbiage were inadvertently added to the initial report.

Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was explanted and replaced with a new model which resolved the issue.